Event description:
It was reported that the patient received inappropriate atp and hv therapy for svt being misdiagnosed as sinus tachycardia due to programming. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.